Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports check IV set alarm on their 8100 (sn: (B)(4). Case resolution: - customer request assistance performing the analog sensors test. - after walking customer through test, both the top and bottom pressure sensors were very high. - recommended replacing both pressure sensors. - customer will replace pressure sensors. Ended call.